Event description:
Caller reported cartridge alarm 30. There was no adverse impact to the customer¿s blood glucose level. Customer is currently using mdi due to the cartridge alarm, and further troubleshooting is planned for when the customer is available.